Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the aortic rupture was caused by the aortic annulus calcification being pushed against the ncc cardiac tissue during bav. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a transfemoral tavr procedure was aborted due to a rupture in the sinus of valsalva (sov) after balloon aortic valvuloplasty (bav). Bav was performed with a 23 mm transfemoral balloon catheter. At the initial attempt, the balloon slipped to the aorta. At the second attempt, a cine view showed that a calcification which was pushed by the balloon moved toward the wall of the sov at the non-coronary cusp (ncc) side. Although the patient's hemodynamics were stable, an echocardiologist found the wall of sov thickened compared to the preoperative echocardiography. An aortography showed a leak of contrast at the ncc side of the sov. A protamine reversal was performed. The blood pressure (bp) was controlled at around 80 mmhg. No significant growth of hematoma was observed thereafter. The procedure was aborted without valve implantation. The patient was transferred to ICU under a strict bp control. As of the postoperative day (pod) 3, the patient was in a favorable condition without growth of hematoma. Per a proctor present at the procedure, the rupture was not foreseeable because the patient seemed to be at low risk for complications. No critical faulty operation of device was occurred. Per the report, the native annulus diameter measured 20.5 mm by tte with mild calcification on the valve and annulus. There was a porcelain aorta and mild ventricular septal hypertrophy. The diameter of the sov and stj measured 27.5 mm and 23.0 mm respectively.